Event description:
The device was used during a lower anterior resection procedure. Reportedly, the staples were missing. The surgeon re-operated on 8/17/97 to correct the condition and performed a colostomy. The hosp has reported the pt's condition is still critical.

Manufacturer narrative:
11/11/1997-supplemental report #1 sent to FDA.